Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be fluctuating when plugged into a power source with a tandem-provided usb cable. The customer's blood glucose (bg) was 135 mg/dl. A replacement usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the customer noticed improvements in battery behavior with the replacement usb cable; however, no additional information could be obtained.